Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00774, 0001825034-2019-00775, and 001825034-2019-00776.

Event description:
It was reported that during a hip revision surgery the liners would not lock into the cup causing additional blood loss. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The examination of the returned device shows the indentation from the screw and deformation of the locking feature. Review of the device history record(s) identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: blood loss 1400 ml. 3 u prbc¿s transfused. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.